Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument underwent electrification outside its tip. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred at the base of the jaws; however, customer was not able to provide further detail of the issue. The procedure was completed robotically with the same da vinci system and with the same instrument. The instrument was inspected prior to use with no issue. No thermal damage or arcing was observed. The instrument did not collide with an energy instrument during the procedure. The issue occurred when the surgeon began to cut the tissue with double bipolar. There was no patient impact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for failure analysis testing. However, as of the date of this report, the analysis has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not replicate / verify the customer reported complaint. No damage was found and no product issue was identified. The instrument was placed and driven on an in-house system showing 3 uses remaining. The instrument passed energy delivery, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.